Manufacturer narrative:
The customer¿s complaint of an under infusion was not confirmed. Only the device logs were received for investigation. The pcu event log shows pump module s/n (B)(4) was programmed to infuse drug ID 99 at a rate of 21.7ml/hr with a vtbi of 520ml at 7:53 pm on (B)(6) 2019. The log showed the infusion did not run for the entire 24 hours before it alarmed at around 22 hours, which at a rate of 21.7ml/hr would have delivered around 477ml which is what the log shows was delivered. The infusion did not alarm too early for completion as the customer stated, it alarmed for air in line and the user never restarted the infusion after the ail alarm. The volume recorded as being infused during this period was 475.115ml. The log shows the user did not prime the medication with the pump. Based on the amount infused (475.115mls) and the intended amount to be infused (500 mls) the calculated error (4.977%) is within the +/- 5% accuracy specification. The root cause of the customer¿s report of an underinfusion was not identified.

Event description:
It was reported that the customer experienced a possible under infusion. A 500ml bag was expected to infuse fully within 23:57 hours however only 475ml completed in that period of time. The nurse stated that the pump alarmed too early for completion. The rate was 21.7ml/h and the delivery amount was 520ml; 20ml of which was required for priming. They are requesting to know if the nurse primed the medication using the pump or not. There was no harm.